Manufacturer narrative:
It was noted that the device was not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
"About six months later he had severe pain in his tibia and received several ivs of a bone building drug. About three months later his quad muscle ruptured causing substantial pain. More recently he has had pain that appears to be due to the rod in his femur."